Event description:
It was reported that (1) mcs20 was used during an ima takedown procedure. It was reported by the rep that the instrument did not fire clip and did not come out. The surgeon opened another instrument to complete the case and there was no consequence to pt.